Manufacturer narrative:
The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. We are unable to determine if there were any devices from the affected lot number in stock at the time of the complaint investigation as the device lot number is unk. A definitive cause for this observation was unable to be determined because, the actual use conditions could not be duplicated. A possible cause of this complaint may be attributed to pt anatomy and progression of disease. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. The part # and lot # of the devices are unk therefore, it is not possible to review the manufacturing records or to conduct a sample test. It is recommended in the instructions for use that pts should be checked at regular intervals. The info provided for this complaint indicated that the pt had retroperitoneal fibrosis and had the current stents in for 12 months. These stents are not intended as permanent indwelling devices and must not remain indwelling for more than 12 months, as outlined in the instructions for use. In this case, the first stent exchange went well, but on the second, after pulling the indwelling stent out there was a hemorrhage coming from inside the ureter with several blood clots coming out. The physician was concerned that the stent may have caused this and that it's coil structure tore some ureteral mucosa. The physician also thought that perhaps the coil in the kidney never became fully straight and was pulled down the ureter like a hook which could also have caused the tear. The pt is confirmed to be fine now and has suffered no adverse effects due to this incidence. Nothing had to be retrieved from the pt. The pt did not undergo any additional procedures due to this occurrence. After the bleeding stopped (10 mins or so later) and doctor could see in the bladder again, he decided to put up a plastic stent instead on that side. The pt required overnight hospitalization due to loss of blood. The resonance devices are used for temporary stenting of the ureter in adult pts with extrinsic ureteral obstruction. These devices are intended for one-time use. A caution on the instruction for use advises the following: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with follow-up procedures". Other cautions on the instructions for use include: "these stent are not intended as permanent indwelling devices". "The stent must not remain indwelling more than twelve (12) months. If the pt's status permits, the stent may be replaced with a new stent". "Improper handling of the stent prior to insertion into the ureter may harm the functionality of the stent. Bending, stretching or any other type of improper handling may deform the stent. It is important that the stent is handled with care". "Individual variations of interaction between stents and the urinary system are unpredictable". A 2 year review of the complaints history for the (B)(4) devices revealed that this is an isolated incident and is unlikely to recur. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time because, this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The pt had retroperitoneal fibrosis and had the current stents in for 12 months. The first stent exchange went well, but on the second, after pulling the indwelling stent out there was a hemorrhage coming from inside the ureter with several blood clots coming out. The physician was concerned that the stent may have caused this and that it's coil structure tore some ureteral mucosa. The physician also thought that perhaps the coil in the kidney never became fully straight and was pulled down the ureter like a hook which could also have caused the tear. After the bleeding stopped (10 mins or so later) and the physician could see in the bladder again, he decided to put up a plastic stent instead on that side and admit the pt overnight since he lost so much blood. The pt is fine now. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.